Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, infection, and pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal or the device is indicated." Device labeling addresses the reported event of abdominal pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."

Event description:
Doctor reported events of abdominal pain, erosion, and infection from journal article: "isolation of mycobacterium bolletii from human omentum after laparoscopic gastric banding", european society of clinical microbiology and infectious diseases, cmi (2010) 16, 1555-1567. Allergan's approach to compliance is to resolve all doubt in favor of reporting.